Event description:
It was reported that customer was hospitalized due to a novolog and humalog insulin reaction. Customer was on the insulin pump at the time of reaction and hospitalization. Troubleshooting was not done. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.